Event description:
It was reported that during a procedure, the pedicle was prepped with an 8.5mm tap and while placing an 8.5mm x 70mm reform pedicle screw in the s2 pedicle, the driver tip sheared off. The fractured tip was retrieved from the screw head and the procedure was completed with another driver readily available. No pt injury or delay to the procedure was reported.

Manufacturer narrative:
Evaluation of the fractured driver could not identify the exact root cause, but it is possible that the driver may not have been completely secured into the pedicle screw. This would minimize the amount of load-sharing inherent in the design. When fully locked into the pedicle screw, this is a shoulder which will act like a friction plate on the screw head, absorbing some of the torsional stresses being applied to the hexalobular fitting. There is also a crossbar in the driver which resided on the saddle, which should absorb some of the torsional loads. If the driver is not securely fastened onto the pedicle screw the hexalobular fitting may consequently be exposed to excessive loading situations. Review of the receiving inspection report found that a total of (B)(4) units of this lot were received from the supplier and released for distribution on (B)(4) 2013 with no deviation or anomalies. A two-year review of complaint history did not identify a tread for reports of this nature for this lot. The associated reform pedicle screw system surgical technique guide give detailed instruction on the proper assembly of the driver to the pedicle screw. In an effort to prevent recurrence of issues of this nature, a driver-trip redesign was developed to relieve inherent stress risers in the driver-tip, e.g., sharp corners between the hexalobular driver fitting and the shoulder, which interfaces with the head of the bone screw.